Event description:
The stryker service technician found that the reverse trigger would stick in the run position causing run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.